Event description:
It was reported that 5 abbott implants were deployed to treat a spontaneous dissection which had occurred in the area from the left main branch into the mid left anterior descending artery (lad). An attempt was made to place a sixth implant (3.5 x 18mm) in the mid lad, but even using slight force, the device would not cross the already placed 3.5 x 28mm implant in the left main branch. The device was removed without resistance and no other attempts were made to treat the lesion. The result of the intervention was excellent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Return device analysis revealed the distal end of the nosepiece was broken off and fractured struts on the distal and proximal end of the implant.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: balance middleweight, magnum; guide cath: 6f launcher ebu 3.5; abbott implants: 2.5x28 (x2), 3.0x28. (B)(4) - distal to stent, failure to follow steps/instructions. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. Evaluation summary: the complaint device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. However, the nosepiece was broken off and there were fractured struts. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use states: implanting multiple lesions within the same epicardial vessel is not recommended. However, if it must occur, implant the distal lesion prior to implanting the proximal lesion. Implanting in this order obviates the need to cross the proximal implant in placement of the distal implant and reduces the chances of damaging or dislodging the proximal implant. In addition, the IFU states: the extent of the patients exposure to drug and polymer is directly related to the number of implants. A patient can receive up to a total of implants with a length of 94 millimeters (mm). In this case, the patient received four 28 mm length implants and one implant of unknown length which equates to an overall length of at least 112 mm. The total implanting length likely did not contribute to the separated nosepiece or broken implant struts; however, the broken implant struts were likely a result of the interaction crossing the proximally placed implant in attempt to place a distal implant.